Event description:
Additional information received reported that the patient was seen in the clinic on (B)(6) 2013 for reprogramming due to lack of effect to the left arm/hand. It was noted that there was no mention in the patient¿s chart of overstimulation or jolting with the device. The reporter stated that the patient¿s doctor attempted to reprogram but the patient was not happy or satisfied with the results and wanted more medication for breakthrough pain. It was reported that the patient left the clinic prior to any testing being performed on the device.

Event description:
Additional information received reported that three months prior to the report while the doctor was reprogramming the patient¿s device and it ¿shocked him right out of the chair.¿ it was noted that the patient had never had success with the implanted device and the stimulation should have been in his left arm but instead the patient was ¿feeling it all over his body.¿ it was reported that stimulation was in the wrong location and was going across the patient¿s chest and down his right arm and leg, which had been occurring for the past five months prior to the report. It was noted that in (B)(6) 2013 the patient had stimulation on and ¿got out of breath and had a heart attack¿ so the implantable neurostimulator was turned off. It was reported that patient had stimulation on and off a few times since then, and the patient talked to his follow-up doctor and was told that there was nothing more they could do except for explanting the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced stimulation in the wrong location. It was stated the implantable neurostimulator (ins) was for pain relief of his left hand which was crushed in a mill, but he did not have any pain relief. It was noted the patient felt stimulation up to the elbow and down his body and legs which felt like they were asleep and he ended up falling down. It was also stated the healthcare provider (hcp) felt the patient¿s back and chest vibrating and didn't think that was right. It was mentioned the hcp reprogrammed the ins for the patient and ¿he didn¿t do any good.¿ reportedly, the patient experienced a shocking or jolting sensation as well as shocking in the legs and back three months after ins was implanted in 2009, as well with previous ins and still felt it on the day of report. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # v009652, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was discharged from the healthcare professional¿s practice in may. It was noted that the heath care provider no longer follows patient.

Manufacturer narrative:
(B)(4).